Event description:
Event description guidant received information that this pacemaker could not be interrogated and did not respond to a magnet application. The patient was not pacemaker dependent and no adverse effects were reported.